Manufacturer narrative:
Unit passed self-test and displacement test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. No hair line cracks noted at the case per visual inspection. However, minor scratched display window and case were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer also reported that the insulin pump was dropped to the ground that could have led to keypad anomaly. Customer reported crack on the insulin pump. Customer declined keypad anomaly troubleshooting . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.